Event description:
It was reported that the implantable pulse generator (ipg) reached early recommended replacement time (rrt) and there was limited pacing. The ipg was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.